Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server users were unable to authenticate or sign in with active directory accounts on a new test device. However, there were no delays, adverse events or injuries reported based on this event.